Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patients husband that his wife was in the hospital due to high blood glucose (bg) levels, he stated the pod was not giving her insulin. The patient's husband stated the cannula was bent like a paper clip. The wife was said to be vomiting in the hospital. The hospital stated her bg levels were around 930 mg/dl or 950 mg/dl. The patient was not yet admitted but the husband states they are going to admit her. The doctors were saying they are going to keep her for a couple of days. She was also experiencing chest pain and spotty vision. The ER (emergency room) took her pod off so they could deliver insulin their way. The patient was given a morphine for the chest pain, insulin through IV for her bg levels, and had 4 total ivs but the husband did not know what she was receiving through them. She had been wearing the pod less than 24 hours. The patient is currently still in the ER during the call her husband made. The pod alarmed after deactivation; doctor had husband remove pod which caused pod to alarm due to not properly deactivating pod.